Event description:
It has been reported to philips that there is an issue finishing the report. There is an error. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.